Manufacturer narrative:
Na.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 8000 cobas ise module. The initial result was 124.9 mmol/l and was reported outside of the laboratory. The result was questioned by the physician, as it did not match what was expected for the patient. The repeat result on another analyzer was 141.1 mmol/l. The patient was tested later the same day using a blood gas analyzer and the result was around 140 mmol/l. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.